Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead threshold measurements changed abruptly, after implant. The patient was checked by a physician and a chest x-ray confirmed the rv lead dislodged. The rv lead was repositioned and the sales representative reprogrammed the threshold to a fixed value. The rv lead remains in service. No additional adverse patient effects were reported.